Event description:
According to the information received, the defect was crossed in standard fashion and a 24mm sizing balloon was used to measure the atrial septal defect (asd). The static size of the defect was roughly 9-10mm and stop-flow balloon sizing was 15-16mm. A 15mm amplatzer septal occluder was attached to an amplatzer 8f delivery cable and the occluder was delivered through another manufacturer's sheath. The device was deployed, evaluated by ice and the device's stability was confirmed by forward and back movement of the delivery cable. A shunt was not present. The device was released from the cable and embolized to the descending aorta. An amplatzer 10f delivery sheath was placed in the right femoral artery and a 15mm snare was successfully utilized to capture the device and retract into the 10f sheath. The patient was monitored overnight and a future attempt will made to close the asd on another date.

Manufacturer narrative:
Upon receipt of the amplatzer septal occluder, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the information received. Should the imaging become available at a later date, a supplement report will be sent.